Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colorectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy. The physician took out the device and it was found that the leg of the clip was crooked. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional information: block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code). Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned stuck into the bushing. The over sheath was not returned with the device. Microscope examination was performed, and it was noted that the clip assembly was detached from the control wire and the device had one arm activated. Additionally, the capsule locking tabs were damaged. No other problems with the device were noted. According to the evidence, one of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms, however the clip wings were inside the capsule windows in just one arm, consequently, a failure to release from catheter could not be confirmed since the clip needs to be fully activated in order to release the clip. Probably, the physician tried to grasp a big amount of tissue and then applied high axial asymmetric load to just one arm of the clip, causing the activation of just one arm. Then, the physician tried to relocate the clip in order to close the whole wound, and at this time a soft deployment could be caused. Next, when the customer pull back the handle for closing the arms again, this action induced that the capsule got localized incorrectly on the bushing, therefore, causing that the capsule and the bushing got stuck. While, the physician tried opening and closing the clip aggressively to release the clip assembly, this technique generated the yoke detached from the control wire. Moreover, the failure modes found on the clip assembly bottom part, could have been generated while the clip assembly got stuck on the bushing. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colorectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy. The physician took out the device and it was found that the leg of the clip was crooked. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.